Event description:
The customer contacted stryker to report that their device's main keypad would not work. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker reseated the keypad cable and replaced the interface pcba to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.